Event description:
Allegedly, plaintiff had a total hip arthroplasty on (B)(6) 2008. On (B)(6) 2009 plaintiff underwent a revision surgery, in this surgery, the conserve plus cup was removed and replaced with a wright medical dynasty cup; the conserve total a-class headcobalt-chromium head was removed and replaced with a conserve a-class head cobalt-chromium head. In addition, the following wright medical hip component devices were implanted during this surgery: acetabular liner (lot no. 039828320); acetabular shell (lot no. 068632095); and, another component (lot no. 059862510). The stem and neck were not indicated as revised components. Product ID: pha00268, profemur® z femoral stem s 5 1/3 tp coated cement less, lot: 117488870, qty: 1. Product ID: pha01204 profemur® neck neutral long, lot: 107484845, qty: 1.